Manufacturer narrative:
Zimvie complaint number: (B)(4). D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided. H6: event problem codes: patient code: 1154.

Event description:
Doctor reported that implant at tooth site 16 was removed due to pain referred by patient and dehiscence at the stitches. Doctor also indicated that stitches pulled out, mucous membrane flaps showed mobility and membrane was exposed. Inflammation was also reported. Implant and augmentation were removed. Procedure was delayed by 15 minutes. New implantation has been scheduled for on (B)(6) 2026.